Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 191 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 170 and 155mg/dl .the product is not stored according to specification,customer stores product in the kitchen. The test strip lot manufacturer's expiration date is 12/14/2016 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date/time no set correctly: (B)(6). Customer stated he did open the vial of strips on (B)(6) 2016 and that he keeps the meter and strips in the kitchen,customer educated of the product proper storage environmental conditions.